Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer) previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten-minutes duration, due to a membrane failure. There were no ten-minute manual power ons recorded in the history log however the fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.